Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that 19 days after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented bone type iii, immediate load and immediate implant procedures were performed, and trauma over the implant has occurred.